Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result with a week pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result with the bd max¿ extended enteric bacterial panel kit ref.(B)(4), lot 4257179 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about suspected false positive results for the vibrio target when using the bd max¿ extended enteric bacterial panel kit lot 4257179. According to customer, the curves were doubtful with high CT and no real amplification. The review of quality control records of bd max¿ extended enteric bacterial panel kit lot 4257179 revealed no anomalies that could explain the customer¿s discrepant results. Customer provided runs files 1254, 886 and 483 from bd max¿ instruments ct3221, ct3222 and ct2365 respectively, for investigation. Positive vibrio results were found in positions a12/b6 (run 1254), b1/b2 (run 886) and b5 (run 483) and were investigated. Manual pcr curve adjudication was performed and showed late and low amplification that reached the threshold to give a positive result for sample a12 (run 1254), the expected result in such a case, without anomaly. Samples b6 (run 1254), b1/b2 (run 886) and b5 (run 483) showed step dislocations in multiple channels which does not suggest true amplification. Manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data but based on the analysis. Based on the investigation, no anomaly was identified to explain the customer¿s discrepant result. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 4257179. The root cause was not identified. No other complaint for this defect was received on this lot, thus the issue appears to be an isolated event. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard was identified.